Event description:
A cutomer reported to baxter a connection issue found on a minicap during use. The mincap was loose when used. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The complaint for connection issue was not confirmed in the lab. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.